Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead was explanted due to impedance measurements greater than 3000 ohms and loss of pacing at maximum outputs. The device was also electively explanted since it had reached its middle of life indicator and the physician wanted to mitigate another procedure in the near future. A new ra lead and device were successfully implanted.